Event description:
Caller reported a cartridge alarm 20, which occurred while the patient was bolusing. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.